Event description:
As reported by the user facility: catheter broken off. Description - piece of the catheter broke off in the patients arm and had been surgically removed. Patient was admitted to the hospital (B)(6) 2023 which IV was started. On (B)(6) 2023 IV was removed. Once patient was released from hospital, he was sent home and the place the IV was got infected. They had an ultrasound done and found a piece of the catheter in his basilic vein (right arm). On (B)(6) 2023 surgery was performed to remove the broken piece. Patient was okay. Male 61 unable to verify which catheter broke off. Part numbers listed are 4252527-02 & 4251652-02 in patient record. As part of an internal nonconformance, this importer MDR is being submitted retroactively. Please note that the associated manufacturer MDR for this event, 9610825-2023-00613, had already been previously submitted timely on 18dec2023. As b. Braun medical, inc. Submitted the manufacturer MDR on behalf of the manufacturer, the importer MDR was inadvertently missed.